Event description:
On 03-jun-2025, a clinical specialist reported that the user experienced a second severe low blood glucose (bg) event on (B)(6) 2025, during which the user again lost consciousness. The user's grandchildren were able to wake the user enough to administer a glucose gel packet and orange juice. Emergency services were not contacted. The dexcom cgm reported a bg nadir of 39[?]mg/dl. The user discontinued use of the ilet later that day. A clinical specialist planned to retrain the user on appropriate device use, including proper meal announcements and hypoglycemia management.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. A review of the device logs identified persistent and recurring "low glucose," "urgent low soon," and "urgent low glucose" alarms leading up to and on (B)(6) 2025. The device repeatedly paused insulin delivery in response to low glucose trends, and alarms were acknowledged. Insulin delivery was resumed and paused again throughout the day. The data shows an extended period of hypoglycemia alerts during the early morning and late afternoon hours. No device malfunction or unexpected behavior was identified. The device responded as designed by pausing insulin and issuing repeated alerts. The cause of the event could not be conclusively determined but may be related to improper device use, such as failure to utilize meal announcements, which can lead to aggressive insulin delivery.